Manufacturer narrative:
(B)(4). The insulin pump was received with a partially broken belt clip rail. The device was received with a missing retainer. The pump was unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
It was reported that customer had crack in case of pump. The customer blood glucose level was unknown. The customer states crack is seen on belt clip ridge. The insulin pump will be returned for analysis.